Event description:
It was reported that during the wound check visit post implant, the patient was noted to have minimal swelling of finger and left hand with discomfort in both arms intermittently. The patient returned four days later with swelling and aching of left arm. Venous ultrasound show deep vein thrombosis. The leads remain in use. The patient is a participant in the (B)(6) clinical trial. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.